Event description:
A report was received that during a lead addition procedure, the ipg had communication difficulty problem. Difficulty charging the ipg was noted. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was confirmed, the u2-application ic was damaged. Upon receipt, the device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.77 volts, the device exhibited excessive sleep current leakage, a hot spot was observed on the component (35.7°c) and the impedance between vh and ground was low. The use of plasma blade electrocautery resulted in the damaged u2-application ic.

Event description:
A report was received that during a lead addition procedure, the ipg had communication difficulty problem. Difficulty charging the ipg was noted. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).